Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the feeding set was leaking at the spike. There was no patient injury.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Five used samples were received for evaluation. However, visual and functional inspections were not able to be performed because the samples were inadequate for examination; the samples were incomplete, stuck with food and had broken pieces. Since the issue reported by the customer could not be confirmed, a root cause could not be determined. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for tracking and trending purposes.